Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and the stylet was still inserted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The ra lead exhibited placement difficulties and the implanting physician was unable to extend its helix. The ra lead was removed prior to pocket closure and an alternate lead was implanted without issue. No adverse patient effects were reported.